Event description:
Per the audiologist, the pt underwent skin flap revision surgery in 2007, due to a protruding magnet. Reportedly, the implant was not removed and the pt's skin flap has healed.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.